Manufacturer narrative:
Additional information: the stent did not partially deploy within the patient's vasculature. It was unable to be deployed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the protégé gps stent delivery system was received for evaluation. It was noted that the locking mechanism housing had separated from the manifold while the device was still within the tray. It is not known if the separation between the manifold and the lock housing separation was part of the deployment difficulties. It is not known if the manifold and lock housing separation occurred during the procedure or post-procedure based on the limited information provided. It was noted that the stent remained fully enclosed within the stent delivery system. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed; a clear steady stream of fluid was observed exiting the distal tip of the delivery system. A 10cc water filled syringe was attached to the manifold luer lock and the annual spaces of the delivery system were flushed; clear fluid was observed exiting the distal end of the delivery system outer sheath. A 0.035¿ compatible guidewire was loaded and navigated out the proximal hub luer lock with ease. The guidewire loaded gps stent delivery system was placed within a deployment apparatus and the stent deployed at maximum deployment force of 2.00lbs (less than or equal to 3.0lbs). The deployed stent was examined; no abnormalities or deformities. The stent delivery system inner guidewire lumen was cut proximal of the stent retainer to allow further examination of the stent delivery system. The sonic weld between the lock housing and manifold appears to be fully circumferential. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a protege gps device to treat a calcified lesion in the left distal great saphenous vein (gsv) with 60% stenosis. No damage noted to packaging and no issues noted when removing the device from hoop/tray. The device was prepped per IFU with no issues noted. It was reported that physician was unable to deploy stent. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was not removed. The device did not pass through a previously deployed stent. No resistance encountered when advancing the device. The stent is reported to have partially deployed. The stent and delivery system were removed from the patient. Another protege gps was used to complete procedure. There was no patient injury reported.